Manufacturer narrative:
This report is intended to report zimmer biomet complaint (B)(4). Customer contacted to provide rationale of implant removal on (B)(6) 2019. After reassessment completed the following summary investigation is provided below. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Summary investigation.

Event description:
It was reported that implant (tsvtwb13) was removed due to infection sinus tract at tooth location 8. Site was bone grafted. Pain was also reported.